Event description:
(B)(4). Abdominal pain, headaches, rash and hives, mood swings. High blood pressure, anxiety.

Event description:
(B)(4). Pain with intercourse.

Event description:
(B)(4). Backache, chest palpitation, eyes blurry, weight gain, irritability, depression.